Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/12/2016. The fse replaced the strip reader module (srm) and updated the srm firmware to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated they were failing cb control for blood on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.